Event description:
It was reported that a shaft hole and shaft break occurred. A 2.50mm x 12mm fg emerge balloon catheter was advanced for dilation. However, during insertion of the device, the shaft fractured and a hole was noted at the end of the balloon shaft. The procedure was completed with a non-boston scientific device. There were no patient complications nor injuries reported.